Manufacturer narrative:
This report is filed, march 10, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a skin infection at the implant site and was treated with topical antibiotics on (B)(6) 25, 2015 and (B)(6) 2016. Subsequently on (B)(6) 2016, the patient underwent a surgical procedure to excise tissue from the site and remove the abutment. The implanted device remains.